Manufacturer narrative:
Device was returned for analysis due to elective replacement indicator triggered in the field. Device was received with end of life magnet rate and no output. Longevity assessment was performed which indicated that the device did not meet the projected longevity. Device was tested and no anomaly was noted. The shorter than expected longevity is consistent with higher pacing usage in the field but this could not be verified due to the limited data from the field. Hence, the devices longevity is considered premature.

Event description:
This report is to advise of an event observed during analysis.